Event description:
The patient walked through a security gate a week ago, and felt no stimulation at that point. When the implantable neurostimulator (ins) was checked, the physician programmer indicated a telemetry failure. The ins was successfully reprogrammed. The patient outcome was reported as "no injury".